Event description:
It was reported that during scheduled follow-up, an episode of post-sensed t wave oversensing was observed. Programming changes were recommended. An induction test will be performed. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.